Event description:
A long time user of seventh generation tampons inserted a super comfort applicator tampon . After insertion she noticed there was no string. She struggled to get it out until her husband was eventually able to retrieve it. No medical intervention was required.